Event description:
It was reported that the customer's pump screen was dark and would not turn on, despite attempts to fix it. The customer's blood glucose level remained within the range of 54-500 mg/dl (3.0-27.7 mmol/l), indicating no adverse impact. Technical support instructed the customer to use an alternate form of insulin therapy, known as mdi, to ensure insulin delivery was maintained. A replacement pump was arranged, and the customer was guided on returning the malfunctioning pump using a pre-paid label within ten days.